Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.0/1.5/174 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for the same model and size lens due to low vault. The replacement lens was implanted vertically and the problem was resolved.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3-device evaluation: should be corrected to state, "the lens was returned dry in a microcentrifuge vial with residue and debris on product. Visual inspection found haptic bent and deformed. Dimensional inspection found the lens to be within specifications". Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).